Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of kinked tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of defective tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model#: 2426-0007 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause of this failure was not identified as no product was returned. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2426-0007; batch no: unknown; date: (B)(6) 2020 at 9:00 am product name: bd alaris pump infusion set; description: back check valve; manf item #: 2426-0007; lot#: unknown; mmis: unknown. The tubing close the drip chamber was pinched, and did not let the fluid flow through the tubing. Kept tubing for evaluation.